Event description:
Customer reported a leak from the a5 anesthesia delivery system, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of breathing system, dome, and bellows.